Manufacturer narrative:
Patient ID: (B)(6). Lot number reported as 0197848; this was not a valid lot number. Correct lot number most likely u197848. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 310.509, lot u197848: release to warehouse date: may 12, 2014. Expiration date: n/a. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 1.8mm drill bit broke off inside the patient's ulna on (B)(6) 2016 during an initial open reduction and internal fixation (orif) procedure of the ulna. Fragments were generated and a portion of the drill bit remained behind in the patient. A surgical delay of five (5) minutes was reported. The procedure was successfully completed. Patient status is unknown. This is report 1 of 1 for (B)(4)